Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose between 200 - 300 mg/dl since yesterday. Her target blood glucose level is 150 mg/dl. She bolused but was unable to lower her readings. She stated that the insulin cartridge was changed on (B)(6) 2011 at 6:00 pm. Her blood glucose was elevated prior to the cartridge change. She noticed an air bubble in the cartridge and moisture at the bottom of the cartridge compartment of the infusion device. The pt removed the cartridge from the infusion device and dried the cartridge compartment. She found insulin was leaking from the bottom of the cartridge. She stated she does not want to change the insulin cartridge and will continue to use it. She attempted to prime the air bubble from the cartridge 3 times but was unable to remove it completely. She stated the bubble did get smaller. Upon f/u on (B)(6) 2011 the pt stated she was able to prime the air bubble from the insulin cartridge and her blood glucose returned to normal. The pt did not require treatment from a health care professional or second party to address the issue. The alleged insulin cartridge was not requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.